Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the glass cap/fiber is detached and not returned; the metal cap is detached and not returned; the metal cap exhibits mild detritus char; the outer flow tube is ripped at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that the surgical fibers outer sheath, at the directional arrow, was ripped, however the procedure was able to continue. At 194,974 joules, diminished tissue vaporization efficiency was observed; possibly do to coolant flow issues resulting from the rip. The procedure was completed using a second surgical fiber. Patient outcome: "fine". Time expended: 28:17 minutes.